Event description:
A patient contact reported a peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy utilizing the liberty select cycler was hospitalized due to retaining fluid and fluid in the lungs. There was an inferred allegation this event was related to the performance of the liberty select cycler in the initial reporting. Upon follow up with the patient¿s pd registered nurse, it was reported this patient was hospitalized on (B)(6) 2024 following shortness of breath and distal edema at home. It was unknown if the patient was undergoing a ccpd treatment at the time symptoms first presented. The patient was diagnosed with fluid retention and pulmonary edema resulting from nonadherence to her pd prescription. It was explained the patient would often discontinue ccpd treatments early and not revert to manuals despite the claim from the patient contact. Additionally, there were social issues that have motivated the patient to revert to hemodialysis (hd) and the claims against her liberty select cycler were unfounded by the outpatient clinic. The patient was transitioned to hd on a hospital provided hd device (unknown brand and model) while hospitalized due to the patient¿s preference for renal replacement therapy. Other events during the patient¿s hospital course were not reported to the outpatient clinic as they are awaiting patient discharge and the associated hospital documentation. It was confirmed that there was no indication the patient¿s fluid retention, pulmonary edema and the associated hospitalization were due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient will continue hd therapy on an in-center basis following discharge.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for a visual inspection of the returned cycler exterior showed no signs of physical damage there were no visual indications of dried fluid within the cassette compartment on the pump. There were no visual indications of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. Valve actuation test passed. System air leak test passed. A (as received with reduced dwell) simulated treatment was performed and completed. The device history record did not reveal any issues or problems related to the reported symptom code(s). Device history record did not reveal any issues or problems related to the reported symptom code(s). Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. An associated cause could not be determined.

Manufacturer narrative:
Clinical investigation: based on the available information, there is no indication of a serious injury, patient death, or other adverse event related to a fresenius product. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A patient contact reported a peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy utilizing the liberty select cycler was hospitalized due to retaining fluid and fluid in the lungs. There was an inferred allegation this event was related to the performance of the liberty select cycler in the initial reporting. Upon follow up with the patient¿s pd registered nurse, it was reported this patient was hospitalized on (B)(6) 2024 following shortness of breath and distal edema at home. It was unknown if the patient was undergoing a ccpd treatment at the time symptoms first presented. The patient was diagnosed with fluid retention and pulmonary edema resulting from nonadherence to her pd prescription. It was explained the patient would often discontinue ccpd treatments early and not revert to manuals despite the claim from the patient contact. Additionally, there were social issues that have motivated the patient to revert to hemodialysis (hd) and the claims against her liberty select cycler were unfounded by the outpatient clinic. The patient was transitioned to hd on a hospital provided hd device (unknown brand and model) while hospitalized due to the patient¿s preference for renal replacement therapy. Other events during the patient¿s hospital course were not reported to the outpatient clinic as they are awaiting patient discharge and the associated hospital documentation. It was confirmed that there was no indication the patient¿s fluid retention, pulmonary edema and the associated hospitalization were due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient will continue hd therapy on an in-center basis following discharge.